Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. Device discarded by hospital.

Event description:
The patient was undergoing a coil embolization procedure using penumbra coil 400 (pc400) coils. During preparation for the procedure the scrub tech accidentally dropped the pc400 coil off of the sterile field and it was no longer used. The procedure continued using a new pc400 coil.